Event description:
Date: 2007, inratio 1.4, lab 11.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio 1.4, lab 11.0, mean 2.4, confidence limits 1.6-3.4. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. This case qualifies as an adverse event because the patient was hospitalized and vitamin k was administered.